Event description:
It was reported from the sales rep on behalf of the hcp that reported a strattice 20x25cm was previously implanted in a bridge/inlay fashion. As per the hcp, ¿the strattice at the fascia margins looked great and fixated and what was present thru the center had grown into the bowel and was thinned, then separated and pulled of a section of small bowel causing a leak.¿ no other information was reported.

Manufacturer narrative:
Based on the provided information, review of the lot processing history with no deviations in association with the event and no other complaints reported against the lot, the event is unlikely related to the device. Adhesion formation is a known post-operative surgical complication independent of the use of a mesh. Patient factors of obesity and prior abdominal surgeries may have contributed to the event. The lot met qc criteria for product release.